Event description:
Boston scientific crm received information that during an interrogation of this cardiac resynchronization therapy defibrillator (crt-d), a message indicating the device was limited to a single zone was displayed. The device was explanted, replaced with another manufacturer's device, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated when analysis is complete. Review of device memory revealed the device recorded three faults on the same date. It was determined that the device had a corrupted memory that could not be repaired. The root cause of the device reverting to safety mode could not be determined.